Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose above 600 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injections and insulin drip. The customer was wearing the insulin pump at the time of hospitalization. Additionally, the customer removed the insulin pump after hospital admission. When she tried to turn her insulin pump back on the device would not turn on. During troubleshooting the customer was able to resolve the issue with a battery change. The insulin pump will not be returned for analysis.